Manufacturer narrative:
The device ro 15 045 was inspected for investigation purposes and found fully functional. The tests performed confirmed that bad standard contrast parameters set by the users on patient images caused the issue. The internal complaint reference is the following: (B)(4).

Event description:
It was reported that during a surgery, a software failure was detected. The computer shut down while loading images in the patient folder. There was no patient/user impact reported.